Event description:
The technician alleged the bed had no audible sound when setting the bed exit system. No pt impact.

Manufacturer narrative:
The tech found a damaged piezo alarm on the side rail bed exit sys. The tech replaced bed exit piezo alarm to resolve the issue.